Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No traces of moisture were noted. The functional tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display and reservoir window corners, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for battery out limit during a battery change. Blood glucose reading was 300 mg/dl. Unable to perform troubleshooting due to unresponsive buttons. The customer had treated with manual injection but stated it did not help. Customer mentioned that the insulin pump had been around the pool area. Advised that the insulin pump will be replaced. Nothing further reported.